Event description:
The customer reported that the doctor requested a replacement due to delivery anomaly and she was running low. The caller stated that she was not giving herself the boluses showed in the bolus history and in the carelink reports. The customer denied bolusing when her blood glucose was 40mg/dl. The caller stated that she is asleep at night yet the insulin pump and the carelink reports are showing five to six different boluses during night. The customer was taken off the device until the insulin pump is replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with scratched display window and broken belt clip slot.